Event description:
It was reported that the patient was scheduled for a routine generator change, and it was noted under fluoroscopy that externalized conductors were visible on the right ventricular (rv) lead. The patient was referred for further treatment and possible extraction. No electrical anomalies were noted, and no programming changes were made. The patient was stable before, during and after the encounter.